Event description:
It was reported that an error occurred at power up on the programmer. The error was cleared by cycling the power on the programmer. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.